Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system occasionally experienced a loss of video signal, resulting in a black screen. It was noted the issue was related to the usb-c to hdmi adapter and replacing it with a different brand cable resolved the problem temporarily. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736408 h3: a medtronic representative went to the site to test the equipment. Testing revealed that replacing the adapter cable resolved the issue. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c02 and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.